Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a delivery anomaly and a keypad anomaly. The customer's blood glucose reading was 42 mg/dl. The customer treated. The caller stated that the insulin pump was overdelivering insulin and the keypad was stuck. The caller was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.